Event description:
A patient reported blood glucose results of 112 mg/dl, 172 mg/dl, and 147 mg/dl with a lifescan meter, performed within 10 minutes of each other.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation.